Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: lung biopsy. According to the reporter: the cartridge was used with 030449. Bleeding occurred after firing and the procedure was converted to open surgery. Bleeding was reported as under 200cc.